Event description:
A customer reported to baxter (B)(4) a transfer set that would not connect to an extraneal bag. The customer reported the spike was bent on the transfer set. The customer reported the home patient used a cleanflash assistive spiking device the previous therapy without any issue. There was no patient injury or medical intervention. No further detail is available at this time.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike and no cap on patient connector in reference to damaged. The transfer set was visually inspected; the tip of the spike was bent inward and a scratch was noted down the spike base. This report was confirmed in the lab for damage (bent). The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, a root cause was not determined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.